Manufacturer narrative:
Root cause error: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. (Error stmt pulled from the user guide it changes depending on the pump) the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. System check was performed with tandem technical support and no issues were identified. Customer reverted to an alternate insulin method. Customer's blood glucose was 223 mg/dl at the time of event.